Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the visual field defect occurred within two hours of the valve implant. The stroke was confirmed via brain magnetic resonance imaging. The visual field defect did not resolve. Per the physician, the cause of the stroke was likely calcium embolization from a calcified native aortic valve with a calcium nodule at the base of the left coronary cusp, and was related to the transcatheter aortic valve replacement. No treatment was performed as the patient was noted to be high risk.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012370576); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a tav evfxplus-26 device, a pre-implant balloon valvuloplasty was performed due to calcification. Following the implant of the valve, the patient experienced stroke symptoms, including impaired vision. A transient ischemic attack was noted. Per the physician, contributing factors to the event included the patient's calcified anatomy.